Manufacturer narrative:
The hill-rom technician inspected the lift and discussed the incident with the account. The technician found the caregivers at the account got the slingbar stuck in the "patient helper." The caregivers did not realize the slingbar was stuck and applied too much force to the slingbar hook causing it to break. In the instruction guide for universal slingbars (7en1160185), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the slingbar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all slingbar hooks on the slingbar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The slingbar will need to be replaced to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the slingbar of the lift broke. The lift was located at the account at the time of the incident. There was no patient/user injury reported. (B)(4).